Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the colonovideoscope exhibited clogging of histacryl within the auxiliary water port. The issue was identified upon completion of unknown therapeutic procedure and there were no reports of patient harm.